Event description:
The customer states that she obtained the results of 91mg/dl and 156mg/dl on the accu-chek active s system within a ten minute timeframe. The customer also states that the 91mg/dl did not look normal to her. She states that the "9" was in the center of the hundreds column in the results field and the "9" and the "1" were offset from one another. No reported symptoms/actions/treatment. No adverse event reported. If the customer were to interpret the "9" (blank) "1" mg/dl result as a result over 900mg/dl, the comparison with the 156mg/dl result would be reportable as discrepant results. New system sent and return requested.